Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a pairing issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a pairing failed where the cgm did not pair. The patient did not experience any typical symptoms of hypoglycemia prior to losing consciousness. She became unresponsive, with her eyes and mouth open, and had no recollection of what happened or how she was transported to the emergency room. Upon evaluation at the emergency room (ER), her blood glucose was measured at 33 mg/dl. The patient was currently unable to provide further details regarding the treatment she received and does not yet have a discharge date. The patient did not specify the exact duration between the failed pairing attempt and the loss of consciousness. The patient did not know how long she had been unconscious. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.